Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting repeated call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: a review of the pump's black box showed evidence of call service 054 alarms. An ezprime and 24 hour duration test were successfully completed with no call service alarms being duplicated. There was no evidence of internal moisture observed when the pump was opened for investigation. No damage to the transceiver wire or printed circuit board was found. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the initial allegation, the audio bolus button cover was torn. The button was still fully responsive to user presses. The battery compartment was cracked from the bumper pad to the cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.